Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 144 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.